Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 24-nov-2023 and forwarded to millyard advanced medical products, llc on 25-nov-2023. The clinician reported that the patient's sister informed her that, about an hour after a cassette change, she was alerted the pump lost communication with the remote. During troubleshooting, medication was observed leaking into the pump. The patient's sister then attempted to use the back-up pump, but it would not turn on. New batteries were used, but troubleshooting was unsuccessful. The patient went to the ER to continue remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.